Manufacturer narrative:
Migration of implanted components is a known risk of implantable neuromodulation systems and there are no indications of misuse or other malfunction of any components. Patient therapy was restored after repositioning of the ipg.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2021. Patient reported receiving therapy upon system activation, however subsequently reported loss of connectivity between the implantable pulse generator (ipg) and the external therapy discs. Xray imaging determined the ipg had migrated to a depth beyond what is recommended for optimal communication. Surgical revision was performed on (B)(6) 2022 to create a new pocket to move the ipg to a more optimal location for connectivity. Patient subsequently reports therapy is restored.